Event description:
It was reported this biliary drainage catheter was successfuly placed. It was noted in 2002 the distal portion of the catheter had deteched and remained in the pt. No attempt was made to retrieve the detached segment. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device has not been received or evaluated. Therefore, a failure analysis is not available. As a lot number was not provided a device history search could not be performed. User technique and/or pt anatomy may have contributed to this event, however co is unable to determine the exact cause of this event. The co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement."